Manufacturer narrative:
The pump was received with intermittent button response due to a flattened up arrow button dome switch. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are stuck and the up arrow button does not work. The customer's blood glucose reading was 494 mg/dl at the time of incident and treated with manual injection. Customer declined troubleshooting but was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.